Manufacturer narrative:
(B)(4). There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction under the sensor adhesive. Patient described the skin reaction as red and itchy bumps. Sensor was inserted at the abdomen on (B)(6) 2015. Patient treats the affected area with cortisone cream that was prescribed by her physician for an unrelated issue. Date of prescription is unknown, but prior to date of event. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction under the sensor adhesive. Patient described the skin reaction as red and itchy bumps. Sensor was inserted at the abdomen on (B)(6) 2015. Patient treats the affected area with cortisone cream that was prescribed by her physician for an unrelated issue. Date of prescription is unknown, but prior to date of event. No additional event or patient information is available.